Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient noticed a wire sticking out of the tip of the foley catheter before use. They did not use the item.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned product: the mandrel exits through the eye. Checking the quality databases revealed no anomaly in connection with the described defect. We sent the returned samples to our site and asked them to make the necessary analyzes and investigations in order to be able to respond to this complaint. The results of the analysis indicate there are 2 possible hypotheses: the mandrel comes out of the piece following transport. The mandrel exits the piece following conditioning. On july 28, 2017, implementation of the corrective actions: reinforced control over 3 successive expeditions. Resensitization of operators for packaging by the manager based on all this information, the complaint is confirmed as a product defect.